Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had a missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported experiencing low blood glucose for a month and was hospitalized with low blood glucose of 32mg/dl. Troubleshooting was performed, and the displacement test passed. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned that she works at the information center in the hospital, and her insulin pump has been exposed to a high magnetic field when she takes the customers to the radiology and x-ray rooms with the insulin pump off, but the device has been in the same room. The customer mentioned having gastroparesis and stomach problems. The drive support cap did appear to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The caller also stated that the end cap sticker was missing. No further information was provided.